Event description:
Allegedly the fork on the transport chair snapped at the time the end user was utilizing the chair. No injury reported, however, end user has complained of back pain. Will follow up as more information is provided.